Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging inaccurate result of "700mg/dl" as compared to "150mg/dl". Per the onetouch verio iq owner's manual the meter's reported result range is "20-600mg/dl." If the blood glucose sample exceeds 600mg/dl then the meter would display "extreme high glucose" on the screen and not report a value. This complaint is being reported due to the usual issue of the meter allegedly reporting a result beyond the reportable range in addition to not meeting lfs' criteria for accuracy when compared against another meter. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.